Event description:
Patient was infusing his gemcitabine and he noticed a wet spot on his pants on further inspection he noticed "the liquid" is coming out the hub of the tubing. Nurse inspected and it was noticed that where the curos cap was attached to the second hub on baxter tubing was leaking. Chemo stopped, curos removed, port flushed, patient skin cleaned and chemo then restarted and finished without issue. 3m rep came to speak with the staff and take samples, lot numbers, and an IV tubing set. Rep will follow up with 3m quality control and get back to me when he has more information.